Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient died nine months post implant. Further information received indicated that the patient had been hospitalized a few weeks prior to death with congestive heart failure and ventricular tachycardia. The cause of death has been requested, but not received.